Manufacturer narrative:
D9: product received date on 2/27/2025. H3: one device was returned for evaluation with complaint that the pump failed pressure testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. No relevant events found in review of event log. Visual and functional testing was performed, confirming reported issues. Found deforming upstream occlusion (uso) seal and separating downstream occlusion (dso) seal. The cause of the reported issues was a degrading dso seal. The reported issues were resolved by replacing dso seal and lcd lens. Found a deforming uso seal. Replaced uso seal. Recalibrated the occlusion sensors. The device passed all functional testing after repair activities were completed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed pressure testing. There was no patient involvement. The issue was discovered during testing.